Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient's ins was overdischarged twice. Rep was able to clear por after patient recharged in the office. Issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is over discharged. After a physician recharge mode (prm) was done last wednesday the patient went home to charge their ins. The patient is back at the doctor's office today to clear the power on reset (por). The rep was unable to communicate using their tablet or patient programmer (pp). The pp showed to replace the pp battery icon, so the rep replaced the pp batteries, but was still unable to communicate with the ins. The rep then used the recharger, but was unable to communicate with the ins. After using the antenna locate feature the por occurred on the recharger. The rep then bypassed the por and started charging with full bars. The ins battery was empty. It was reviewed that the rep would need to charge to 1/4 in order to clear the por. The patient reported he had a previous over a long time ago, but he does not remember when it happened. It is unknown at this time if the patient will have three strikes. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant they have regularly charged every 2 weeks. However, they tried recharging the implant 2 weeks prior to the report, and it would not charge. The patient noted that they would call patient services back for further troubleshooting when they have their external equipment. No further complications or patient symptoms were reported or anticipated.